Manufacturer narrative:
The serial numbers of the customer's e 801s are: module a - (B)(6); module b - (B)(6); module c - (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t gen 5 results from 22 patient samples tested on the cobas e 801 module. The reporter was able to provide two examples of discrepant results: the patient samples were run on three e 801 modules: module a, module b, and module c. Sample 1. On (B)(6) 2023: the initial result from module b was 13.7 ng/l with a data flag. The first repeat result from module b on auto-repeat was 112 ng/l. This result was reported outside of the laboratory. The reporter questioned the validity of the auto-repeat result prompting the rerun of the patient sample. The second repeat result from module a was 27.0 ng/l the third repeat result from module a was 16.9 ng/l. This repeat result was deemed correct. The fourth repeat result from module c with the patient sample aliquoted and recentrifuged was 11.0 ng/l. Sample 2. On (B)(6) 2023: the initial/baseline result was reported outside of the laboratory. Two to three hours later, the patient was retested on another site using a new sample and the result was much lower. The medical personnel then questioned the initial result prompting the rerun of the patient sample. The initial result from module a was 30.2 ng/l. The first repeat result from module a was 23.2 ng/l. The second repeat result from module a was 22.6 ng/l. The third repeat result from module b was 21.2 ng/l. This repeat result was deemed correct.

Manufacturer narrative:
The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data; the qcs were within specifications before the patient sample was run. The investigation determined a general reagent problem was not present, because the qc before the event was within the specified range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.